Event description:
It was reported that an alarm due to an intermittent motor stall had occurred. This was confirmed by telemetry. The patient indicated that the alarm sounded 4-5 times a week every 30 minutes approximately 2 hours. This seems to occur whenever pressure was applied on the pump or when the patient was standing. The patient was not aware of any emi or magnets near him when this occurred. The patient experienced increased spasticity. The pump was used to deliver lioresal 2000mcg/ml with a daily rate of 675mcg. The healthcare professional indicated that the patient may need to have the pump explanted